Event description:
It was reported that during a da vinci-assisted surgical procedure, the patient sustained burns around the trocar port sites, particularly the port where monopolar energy was used. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details have been received.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc. (Isi) has not received a product for failure analysis investigation. Instrument and system log reviews could not be performed due to insufficient event date and product information.

Manufacturer narrative:
Additional information: an investigation was completed to determine the cause of the adverse event. Based on the investigation, there is no indication that the device directly caused the port site burn. While there was no allegation that a malfunction of the da vinci system, instruments, or accessories occurred during the procedure, the use of da vinci products during this type of surgical procedure may have contributed to the intraoperative complications. Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. Isi reviewed the site¿s complaint history, which did not reveal any related or duplicate complaints involving this product and/or this event. System log review was performed. Per the review, the following was confirmed: system serial #, event date, console surgeon, and procedure name/category. A review of the site's system logs for the reported procedure date was conducted and the investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. The probable root cause could not be determined based on the provided information. There was no indication of any system issue based on a log review. No changes need to be made to the product or qms processes as there is no indication that use of the product is directly related to the intraoperative complications. At this time, the complaint investigation has been completed, and the record will be closed. If additional information is obtained, then the record will be re-opened for further evaluation.

Event description:
Refer to h11 for follow-up information.